Manufacturer narrative:
Patient information is not available for reporting. UDI # (B)(4) unknown lot number. Device was implanted in (B)(6) 2016. Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted in (B)(6) 2016 with a titanium trochanteric fixation nail advance (tfna) of the right leg. Patient fell on (B)(6) 2016 fracturing his leg below the original fracture site. Patient was revised on (B)(6) 2016, no hardware malfunction was reported. The nail and helical blade were explanted, it was clarified that no distal screw implanted during the original surgery. Patient was then implanted with a synthes tfna and helical blade. Surgery was complete successfully. Patient outcome is unknown and there was no delay in surgery. Outside of standard procedural x-rays no additional x-rays were taken and no additional medication intervention. This report is for one (1) tfna this is report 1 of 2 for (B)(4).